Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient is planning to have their scs ipg replaced because the ipg is inoperable.

Manufacturer narrative:
It was reported to abbott, a patients¿ ipg stopped working 4 months earlier. The patient did not experience any trauma or falls. The patient underwent surgery where the ipg was explanted and replaced. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient underwent surgery to replace their inoperable ipg on 10jan2023. The patients therapy was restored post operatively.